Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. Towards the beginning of the procedure, prior to ablation, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. The patient is currently in stable condition. There were no performance issues with any abbott devices. It is unknown which device caused the reported event.